Event description:
It was reported during installation, the bronchovideoscope exhibited a streaked image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, root cause of the reported event was not determined. During the device evaluation, it was also discovered that the light guide lens was broken and the charged couple device cover lens was dirty. Cause was traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.